Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that air bubbles were observed coming out of the fill port after filling the cartridge with insulin. Customer's blood glucose was 105 mg/dl. Tandem technical support assisted customer with changing the cartridge. Insulin therapy was resumed.